Manufacturer narrative:
The product associated with this reported event was not returned for exam. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported device dislocation; however, the initial reporting stated pt soft tissue was a contributing factor. No conclusion could be drawn about the polyethylene wear without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address spinout caused by soft tissue issues. Wear on the post of the insert was also reported.